Event description:
Customer stated tha flames came from switch and switch cracked. Product was returned for investigation. An investigation was done into the customers complaint, and the inspector found that the product appeared to have been folded or laid on. The pad had bent metal clips, the thermostats were bent and discolored, and the pad itself was bunched and stained. These are all signs the pad had been folded or laid on while in use. The product was approx. 23 years old when the incident occurred. Based on the bce review of feedbacks, bce did not observe a similar issue within the lot.